Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-05857.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2019-05857. It was reported that the patient was not receiving adequate therapy, due to lead fracture and migration. As a result, the patient's leads were explanted and replaced. Therapy was restored post-op.